Event description:
Caller alleged imprecision with inratio2 meter. Results as follows: date: (B)(6) 2011, inratio2: 3.8. Date: (B)(6) 2011, inratio2: 1.2, 2.3, 2.2. Date: (B)(6) 2011, inratio2: 1.3, 1.9, 2.1, 2.5. Patient's therapeutic range: 2.0-3.0 inr. Follow up with patient on (B)(6) 2011: patient called back to report that he tested at the lab and obtained an inr of 2.2, then tested on his inratio2 within 3 hours and obtained an inr of 2.2 as well.

Manufacturer narrative:
Investigation pending.